Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while a (B)(6) female was in cardiac arrest, their device powered itself off while performing CPR on the patient and then powered itself off while waiting for the 12 lead to print. The patient had a pulse on arrival at the hospital but is now deceased. The customer reported that the device issue did not cause or contribute as the patient did not need to be defibrillated.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's power pcb assembly, battery wire harness, and battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while a 50 year old female was in cardiac arrest, their device powered itself off while performing CPR on the patient and then powered itself off while waiting for the 12 lead to print. The patient had a pulse on arrival at the hospital but is now deceased. The customer reported that the device issue did not cause or contribute as the patient did not need to be defibrillated.